Manufacturer narrative:
Follow-up #1 date of submission 09/20/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the display screen was dim and discolored pink. The display was replaced with a test display, and the contrast returned to normal. Unrelated to the complaint, examination of the case revealed a crack along the battery compartment extending from the threads to the case seal.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue involving a dim/fading screen. Approximately 3 months prior to the time of the complaint, the pump display began to gradually fade. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.